Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump as backup therapy while tandem technical support arranged replacement pump under warranty.